Event description:
It was reported that approximately one month post implant of a bifurcated device, infrarenal aortic extension and two limb extensions an endoleak was identified. Reportedly, the patient came in for a follow up, an there was an endoleak between the components in the left iliac. The physician elected to treat the patient by putting a balloon expandable stent, and did an overlap between the contralateral limb, and the first limb extension. The endoleak resolved, and the patient is doing fine.

Manufacturer narrative:
Based upon the clinical evaluation, the reported type iiia endoleak was confirmed. There were adequate medical documentation and imaging studies available for this review. Product use was incongruent with the IFU due to the following: severe iliac angulation of 130°, non-suitable bilateral vessel access due to very large bilateral common femoral artery aneurysms, and the main body and the proximal cuff were the same diameter, 28mm. Cautionary product use conditions that might have contributed to this event included: patent inferior mesenteric artery, severe calcified, stenotic blood lumen (17mm) just above mouth of aneurysm, and the lateral infrarenal aortic angulation of 56°. Approximately one month post implant, there was evidence to support: a type iiia endoleak at the inferior margin of the main body, infolding stenosis approximately 1.3 cm above the bifurcation, and a partial stent collapse of the left limb just below the bifurcation. There was sufficient overlap on both left limb extensions. The left limb proximal extension had an overlap of 3.8 cm whereas the distal extension was 4.8 cm. Approximately 1.5 months post implant, a secondary procedure was confirmed. A non-endologix bare metal stent was placed to mitigate the type iiia endoleak and left limb stenosis. Technical success was achieved as there was no endoleak. A follow-up CT scan was available for review which confirmed that no endoleak was present and the stenosis had improved. The final disposition of the patient could not be established, but the patient was seen for follow-up approximately two weeks post procedure. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation, a root cause was not definitely identified, but the patient anatomical difficulty appeared to exceed the intended use of the endologix devices as indicated in the instructions for use. The severe iliac angulation of 130°, the non-suitable bilateral vessel access due to very large bilateral common femoral artery aneurysms, and the main body and the proximal cuff being the same diameter (28mm), as well as severe calcification, are anatomical challenges that appeared to be the cause of the endoleak. There was no product issue identified during the investigation.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.